Manufacturer narrative:
The patient/family was the initial reporter.

Event description:
The customer called about readings she obtained on her contour next link 2.4 meter. During troubleshooting, the customer ran a control test and obtained a reading of 199 mg/dl. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. The customer was advised to return the control solution for evaluation. Replacement meter and test strips were sent to the customer.